Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and pacemaker were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and pacemaker were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and pacemaker were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that an this pacemaker had recorded two signal artifact monitoring (sam) episodes, due to suspected external noise. An increase in right ventricular (rv) lead was noted. Technical services (ts) was consulted and recommended device reprogramming. A few months later, the system triggered lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance measurements of 2009 ohms. Myopotential oversensing was also noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and pacemaker were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found blood and body fluid in the lumen, environmental stress cracking, melts in outer insulation likely due to electrocautery damage and stretched coils at approximately 140 mm from the terminal end. Seal rings were torn, likely due to explant damage, the lead was stretched approximately 535 mm from the tip, and the outer coil was deformed 180 mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.